Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient reports she fell in (B)(6) 2021 and has not been able to achieve same level of relief from scs since. Impedances showed right lead was completely out of range for each electrode. Left lead showed 3 contacts out of range. Leads have been replaced. Issue was resolved.